Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during uterine suture on a laparoscopic myomectomy under vaginal endoscopy, the thread broke in the middle while using a continuous suturing technique. Another device was used to complete the case. There was no patient injury.